Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high capture thresholds on the left ventricular (lv) lead. Which was determined to be caused by programming. Programming optimization was recommended. Additional information indicates that the lv exhibited also loss of capture. Currently, this product remains in service and no adverse patient effects were reported.